Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed high defibrillation impedance exhibited by the right ventricular lead. No patient symptoms or interventions were reported.

Event description:
New information received notes that the lead was capped and replaced on 6 mar 2023. There were no patient consquences.